Event description:
The MFR of a contact lens care cup for use with a 3% hydrogen peroxide system rec'd a report from germany that a cup burst during use. No injury occurred. The sponsor is attempting to ascertain whether or not the consumer used the type of cup designed for use in this system.